Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon, shaft, and tip were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the tip. The inner shaft was microscopically examined and a hole/perforation in the inner shaft with damage to the shaft was revealed under the balloon just distal of the proximal markerband. The shaft hole and damage is consistent with damage that can occur due to interaction with a guide wire. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a guidewire crossed the lesion, a 6.0 mm x 220 mm x 150 cm (4f) sterling¿ balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported.